Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was prepared and used in accordance with instructions for use (IFU) but the bleeding did not stop. Therefore, the product wasn't available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. The patient did not have any history of coagulopathy. No issues were noted during balloon retraction or the button#2 step. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was prepared and used in accordance with instructions for use (IFU) but the bleeding did not stop. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. The patient did not have any history of coagulopathy. No issues were noted during balloon retraction or the button#2 step. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves¿ condition, no abnormal condition was observed. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The sealant was not returned with the device, and both button 1 and 2 were fully depressed as received. Therefore, the functional simulated deployment test was not performed on the returned device. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device due the nature of the complaint. Patient related events cannot be duplicated in the lab and without procedural films, evaluation of the reported issue cannot be completed. The device was received fully deployed with no visible anomalies noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.